Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen of the customer's insulin pump was blank. His blood glucose was unknown at the time of reporting. He reported that he would try a replacement battery cap to see if that resolved his issue. No equipment was returned. No additional information was reported.